Manufacturer narrative:
(B)(4). Connecting the patient line to the transfer set before priming is a known cause of air in tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The event occurred during fill one of five. The patient had connected to an unprimed line, the technical service representative explained that the patient was in fill and if the patient line was not primed all the way, they potentially pushed air into themselves. The technical service representative explained that the patient would need to start over with all new supplies and about draining on the initial drain. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.